Event description:
It was reported that the tip of the unit broke while the surgeon aggressively manipulated it next to the humeral bone. The tip was removed from the joint space and used a replacement successfully.

Event description:
It was reported that the tip of the unit broke while the surgeon aggressively manipulated it next to the humeral bone. The tip was removed from the joint space and used a replacement successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Device inspection confirmed that the tip of the unit is missing. The broken tip that was removed from the joint space was not returned. The most distal section of the unit and the metal tip broke off and the internal peek section that is designed to hold the metal tip is bent. The root cause could not be definitively determined, however there are some possibilities. Based on the information provided by the company representative the most likely root cause for the anchor breakage is user error, however, the possibility of the patient having hard bone is another potential root cause. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.